Manufacturer narrative:
An additional conformable gore® tag® thoracic endoprosthesis (tgu373720/lot unknown) was also involved in this event. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 5. The thoracic endovascular aortic repair indication was for pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu343420 and tgu373720; lot numbers unknown) were implanted in zones 3 and 4, with coverage extending to within zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 60mm in zone 3. No post-operative complications were reported. The patient was transferred to the intensive care unit and discharged to home post-operative day 4. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown post-operative day 143. On an unknown date approximately 143 days post-operatively, follow-up imaging reported the aortic diameter within the treated aorta measured 30mm, and a type ii endoleak was reported. The patient reportedly underwent a re-intervention procedure whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Please note additional information. Implant date was not provided and has been estimated based on the information received.